Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a 29-year-old male patient undergoing a physical examination. The sample was tested on the roche platform, which produced a normal result. The following data was provided: (B)(4). Alinity I stat high sensitive troponin-I initial result = 2.008 ng/ml, repeat result = 2.047 ng/ml (reference range: 0.0342 ng/ml). Roche (troponin t) result = 0.012 (reference range: 0.014). No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.